Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture and oversensing of ventricular activity were observed on the right atrial (ra) lead. Diagnostic imaging was performed, and ra lead dislodgement was confirmed. While revising the ra lead, helix extension issues were noted. This event was resolved by successfully explanting and replacing the ra lead. The patient was stable with no adverse consequences.